Event description:
The patient developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The flap was lifted and irrigated but the condition persisted. The flap was lifted and irrigated a second time to eliminate the problem. The patient is still under observation but appears to be recovering well.